Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, a cracked reservoir tube, a scratched case and cracked battery tube threads.

Event description:
It was reported by a hospital staff member that the customer's insulin pump alarmed button error. Customer was hospitalized for non diabetes related incident. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but may have been exposed to x-rays. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 139 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.